Event description:
It was reported that the patient experienced incontinence with his invance sling device in service. The patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus). Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.